Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored in 50c oven for several hours and no button error alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error was unable to clear the alarm. The customer's blood glucose reading was unknown. The customer could not recall any significant events leading to the alarm. The insulin pump was returned back for analysis.